Event description:
It was reported that a patient experienced withdrawal symptoms including increased spasticity following a replacement procedure on (B)(6) 2009. It was reported ¿patient had issues with proximal end of replacement incomplete fracture at the pump silicone catheter connector¿. The connector was removed and replaced with a sutureless connector on (B)(6) 2009. It was reported that the patient recovered and received effective therapy. The device system was used to deliver compounded baclofen. No further information was available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93111815, implanted: (B)(6) 1993, explanted: (B)(6) 2012. Product type: catheter. (B)(4).